Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Upon visual inspection, the grip cable at the wrist was found loose. The grip input disk spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed, and the grip cable was found dislodged at the clamping pulley. Grip cable was not broken. The crimp of the grip cable was no longer seated in its slot at the clamping pulley. As a result, the cables at the wrist appeared to be damaged. Failure analysis found the primary failure of a dislodged grip cable at the proximal end to be related to the customer reported complaint. Root cause of dislodged grip cable at the proximal end is attributed to a component failure. Additional observation not reported was that the housing was removed, and the instrument was found with a cracked clamping pulley where the dislodged grip cable resided. This failure is typically associated with mishandling/misuse such as improper cleaning. Additional observation not reported was that the instrument was found have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The instrument was also found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a loose wire. A backup same instrument was used to complete the procedure with no patient harm.